Event description:
The facility's biomedical engineer reported an infusion pump that failed during pt use. The pt returned from the operating room (or) to the cardiac care unit (ccu) after having an exploratory abdominal procedure with right colon resection. The pt was reported to be "very sick" and was assessed prior to the surgery as a "significant risk" with many comorbidities. The pt returned to the ccu and was there for approximately 15 minutes the pump was infusing neosynephrine and dopamine at unspecified tates ans concentrations. The pump alarmaed and showed "low battery". Within a very short time, "seconds", the pump alarmed again with a very loud alarm, and then immediately with a very screechy constant alarm. The pump displayed "pump failure" ans shut down. The medications were switched to another pump and the pump was reprogrammed. The pt's blood pressure decreased to 90's but it quickly returned back to normal after the "pressors" were restarted on a new pump. The risk manager reported the pt did well for a couple of days and then started doing "bad according to the risk manager, the pt expired late in the evening, and the "pt's death was not related to the pump failure". The risk manager did not know if any autopsy had been performed.